Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements, measuring at 200 ohms, sensing issue and loss of capture with high thresholds at 6v. The physician wanted to program the rv sub threshold and lv only pace. However, there was double counting of the r-wave after the left ventricular (lv) pacing. There were possible programming options discussed to eliminate oversensing issue. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.